Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4249033. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract, catheter damaged. The following information was provided by the initial reporter: after inserting a successful IV, needle would not retract from patients arm and would not allow me to manually retrieve needle I noticed leaking around insertion area after several attempts I had to use force to retrieve from patients arm causing slight discomfort which is when I noticed catheter was damaged. This also caused the patient to endure discomfort of a second IV after carefully examination of a new needle.